Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2021-04911. It was reported that patient experienced ineffective therapy. System diagnostics recorded low impedances on both leads. X-rays showed that both leads had migrated outside the epidural space. As a result, surgical intervention was undertaken wherein the leads were repositioned. Effective therapy was restored post operatively.